Manufacturer narrative:
Concomitant medical products: c4tr01 crt-p, implanted: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited undefined high impedance. The lead was capped. No patient complications have been reported as a result of this event.